Manufacturer narrative:
Instrument has been exchanged for a new or remanufactured unit and has been received by the customer. Operator is feeling well and did not require stitches, shots or other preventative measures other than the blood test.

Event description:
Customer reported that dca operator cut her hand on the plastic while attempting to remove cartridge. There was no serious injury due to this event.